Event description:
It was reported that, during a follow up appointment for the activation of this artificial urinary sphincter (aus), it was noted that the patient had experienced infection in the scrotum that led to an extrusion of the pump. A surgical procedure was performed to remove the aus. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Additional information updated: b5: describe event/problem b7: other relevant history.

Event description:
It was reported that, during a follow up appointment for the activation of this artificial urinary sphincter (aus), it was noted that the patient had experienced infection in the scrotum that led to extrusion of the pump. A surgical procedure was performed to remove all the components and, several months later, a new aus was implanted. There were no additional patient complications reported.